Event description:
It was learned through implant patient registry that a 33mm 7300tfx mitral valve was explanted after an implant duration of 4 years due to streptococcus salivarius endocarditis. The explanted device was replaced with a 29mm 11400m valve. Per medical records, the patient presented with fevers and tee showed 3mm vegetation on mitral valve posterior leaflet. Bc + s. Salivarius bacteremia - unclear source. ID placed him on a 6 weeks of IV antibiotics outpatient. A month later, he presented in the ER with stroke and tee showed well-seated valve with mobile vegetation now at 6 mm. The patient underwent redo mvr and left cryo-maze procedure. Intraoperatively the 7300tfx valve showed significant vegetation on the leaflets and the valve was removed. The native posterior leaflets and submitral apparatus were preserved. A 29mm 11400m valve was implanted with pledgeted sutures and secured with cor knots. The patient was transferred to the ICU in stable condition and was discharged on pod #7. Hospital pathology: endocarditis of mitral valve, acutely inflamed organizing fibrin consistent with an inflammatory vegetation.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 33mm 7300tfx mitral valve was explanted after an implant duration of 4 years due to unknown reason. The explanted device was replaced with a 29mm 11400m mitris valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.